Event description:
The hospital reported that the jaws are not lined up in VasoView Hemopro 2. The issue happened prior to the case. No injury and delay was reported. The procedure was completed with new device.

Manufacturer narrative:
(b)(4).The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.